Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error was displayed because communication with the scope failed due to faulty scope socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed as a b30 scope communication error was found. Additional findings include a faulty scope socket and a non-olympus lamp that was at zero or more hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that a b30 scope communication error occurred and a part right inside the connector is broken on the evis exera iii xenon light source. The issue was identified during preparation for use in the gastrointestinal lab. The intended procedure was diagnostic. There was no patient or other person affected or involved in the event. No patient harm was reported.